Manufacturer narrative:
It was reported that the rubber is coming off the rear left wheel of the rollator, causing the wheel to get stuck. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the rubber is coming off the rear left wheel of the rollator, causing the wheel to get stuck.